Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (cts). Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 100-300 mg/dl.